Event description:
It has been reported to philips that the allura xper fd20 biplane could not boot up. The system was not in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system couldn't boot up. From further assessment from fse it was found that the issue with the system was due to sudden loss of power supply at hospital leading to back-up fuse damage. Fse replaced back-up fuse in the system. As the hospital power supply was restored, the system returned to use in good working order. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.